Manufacturer narrative:
The device was returned to zoll medical corporation; review of the device logs did find evidence to support the device was slow to charge. However, the reported problem could not be duplicated with the device. And the event battery was not returned as part of the investigation. The device was subjected to extensive testing including: bench handling, charging and shock testing on a simulator, and defib cycle testing without duplicating a malfunction. Inspection of the device battery terminals found foreign substance around the battery pins, but we could not firmly establish this as a root cause. The battery terminals were cleaned as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device delayed to charge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.